Event description:
It was reported by repair work order that there was no bed motion due to a misaligned micro switch and that there were no controls working from the siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there was no bed motion due to a misaligned micro switch and that there were no controls working from the siderails. Follow-up submitted as further investigation determined there was no siderail functions due to damaged pcb. It was also determined the fowler could not be lowered fully due to a damaged fowler cylinder and the fowler would not zero out due to damaged fowler motor.

Event description:
It was reported by repair work order that there was no bed motion due to a misaligned micro switch and that there were no controls working from the siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.